Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) had a blank screen and could not be charged from the a/c power source. It was reported that prior to the screen going blank, there were an ¿odd icons¿ on the screen. It was reported that the connector pin was loose on the desktop charger and the metal pin was loose when plugged into the insr. The patient reported that they were getting poor coupling with recharging and it was taking too long to charge. The patient reported that they usually walk around while charging but now they can¿t keep all the coupling boxes shaded when walking around. The patient reported that it was taking 9 to 10 hours to charge the ins. The patient was reviewed that when the ins charge is low, it takes hours to charge the ins even with full coupling. It was suggested that the patient remain immobile and charge more frequently for shorter duration. No patient complications have been reported because of this event.